Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red and raw. Field services reported the irritation appeared as flaky skin and there were open sores present. There was no alleged device malfunction contributing to the irritation. The patient was issued an additional garments. The patient's doctor advised to leave the device until the irritation improved and the nurses assisted with cleaning the equipment with alcohol and applying lotion and powder on the back. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red and raw. Field services reported the irritation appeared as flaky skin and there were open sores present. There was no alleged device malfunction contributing to the irritation. The patient was issued an additional garments. The patient's doctor advised to leave the device until the irritation improved and the nurses assisted with cleaning the equipment with alcohol and applying lotion and powder on the back. The medical outcome of the rash is unknown as follow up attempts were unsuccessful. Supplemental report 10/04/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.